Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Three images were also submitted for evaluation. The blood clot noted during the lpv ablation was noted on the catheter shaft. The images submitted with the returned device appear to show a blood-like substance on a white cloth and a blood-like substance on the green deflectable portion of the catheter shaft. No anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient ten times throughout the procedure. One removal was following ripv isolation and one removal was during lpv ablation following an ablation event labeled ¿!!!¿. An impedance rise was noted during this ablation event, and temperature rises were also noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event blood clot remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, a blood clot was observed. Blood clots were found three times during ablation of the right inferior pulmonary vein isolation (ripv) when the temperature control was activated. The blood clots were removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.